Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/10/2025, it was reported by a sales representative via phone that an ar-120as-115 flipcutters hinge broke. This occurred during an acl knee arthroscopy on (B)(6) 2025 when the hinge broke. All fragments were retrieved from the patient. The patient had a very hard bone quality. This caused a 15-minute delay that did not require additional anesthesia. They used another to complete the case.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation, misaligment of the insertion. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.